Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had an old lead in his shoulder from 1980 and it didn¿t work anymore. It was unknown what manufacturer the lead was from as the patient had no records. The patient did not know who implanted the lead. No symptoms, intervention or outcome was reported and follow up is being conducted. A follow up report will be sent if additional information is received.